Event description:
Surgeon received harmonic shears from scrub nurse and placed the device for use on patient tissue. The surgeon stated that the shears did not sound right after applying energy. The physician inspected the shears and noted that the teflon insulator separated from the tip of the shear. Harmonic shears removed form field and sent to biomedical engineering for reporting. Manufacturer response for harmonic shears handpiece, harmonic hp 1000i (per site reporter). Awaiting response form mfg rep.